Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to display an image or produce fluoroscopy x-ray. The fe reported the system displayed a pre charge error message. There was no pt injury or death reported.